Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. Additional information has been requested, and we will report accordingly if it becomes available.

Event description:
It was reported that the cardiosave intra-aortic balloon pump ac adaptor was working intermittently during patient transfer. The customer had a backup battery they were able to use. No patient injury, harm or adverse event was reported.

Manufacturer narrative:
A getinge service territory manager (stm) evaluated the iabp and found physical damage to the power supply which was consistent with wear and tear/customer environment. The stm replaced the power supply and performed full functional checks and safety tests. The iabp was then returned to the customer for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump ac adaptor was working intermittently during patient transfer. The customer had a backup battery they were able to use. No patient injury, harm or adverse event was reported.